Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge. (B)(4).

Event description:
It was reported via phone call that customer was hospitalized on (B)(6) 2015 with blood glucose of 570 mg/dl. Customer had symptom of vomiting and stomach ache. Customer was hospitalized due to diabetic ketoacidosis. Customer was still hospitalized at the time of call. Customer was wearing insulin pump at the time of hospitalization. Caller reported that insulin pump experienced excessive no delivery alarms and bolus data was missing from bolus history. Caller declined high blood glucose troubleshooting.